Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2025. During the procedure, when the balloon was inflated, it was not able to maintain pressure and appeared to leak. The procedure was completed with an olympus steriflate. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d2b: the remaining pro codes (product codes) are fdt and knq; reported here as pro codes (product codes) exceeded the character limit for the designated field. Block d4: the device lot number and expiration date are unknown. Block h6: imdrf device code a0504 captures the reportable event of a balloon leak in the esophagus.